Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Mfg. Report 2 of 2, medwatch report # 3004209178-2011-84169.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 314mg/dl. The customer was experiencing unexplained high glucose for one day. Troubleshooting was performed. The programming, time, and date were correct. The customer stated that the infusion set was not changed to resolve the issue. Ran a fixed prime test and passed. Performed a high pressure test and the test failed. The customer stated that she noticed the cannula was clogged with blood, but the fixed prime test passed. Instructed the customer to remove the reservoir, and she stated that insulin spilled onto her hands. Advised the customer that the leak could be why she did not receive the no delivery alarm. No further info was provided.